Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was an issue with the involved angio-seal device. After a coronary case, they deployed the angio-seal device. In the final step, the device did not deploy and simply came out of the patient. Pressure was held, and there was no further issue. The patient recovered. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 07may2020. A 6fr procedural sheath was used. A pre-deployment angiogram was performed with no issued noted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed tat the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Visual and functional testing of the device did not reveal any inconsistencies or anomalies which could have led to this event; it is likely that failure to position the device sleeve in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported issue. However, the exact cause of the reported event cannot be definitively determined based on the available information.